Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was returned with the hoop and guidewire. The device was able to be removed from the hoop with no difficulties or issues. Microscopically examination revealed the outer shaft was separated 5.5cm ¿ 19cm from the strain relief. The inner shaft was stretched at the separations. Due to the appearance of the separated ends and the stretched shaft, it appeared that the separation was due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter break occurred. A 135/20 renegade hi-flo kit was selected for use. Upon unpacking, it was noticed that the catheter was broken. The procedure was completed with another of the same device. No patient complications were reported.